Event description:
It was reported that patient was not feeling effective therapy with their current system. In turn, surgical intervention was undertaken wherein the ipg was explanted and replaced. Postoperatively, the patient has effective therapy.